Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was believed to have depleted prematurely. The patient and physician implanter reported no signs or symptoms related to this issue. No environmental/external/patient factors were thought to have led or contributed to the issue. The ins was interrogated prior to the scheduled replacement. The ins was replaced. It was unknown if the issue resolved at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had no significant anomalies. If information is provided in the future, a supplemental report will be issued.